Manufacturer narrative:
H.6. Investigation findings for testing of actual/suspected device: the device was returned for evaluation, and the evaluation confirmed that approximately 1cm of the sheath leading end separated from the main sheath section. The root cause of the broken sheath could not be determined with the available information. H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. It was reported that there was a 180 degree angle in the patient's iliac artery that straightened when the guidewire was advanced. Calcium was also present in the patient's common iliac artery. It was reported that a planned cutdown procedure had been performed due to vessel tortuosity. The trunk-ipsilateral leg component and contralateral leg component were advanced and deployed with no reported issues. It was reported that the ipsilateral limb of the trunk-ipsilateral leg component was fully deployed, the delivery catheter was removed, the 16fr. Dsf introducer sheath was pulled back, and angiography was performed. At this time it was reportedly observed that the tip of the introducer sheath with the radiopaque marker band was stuck on the proximal end of the guidewire and was separated from the working length of the introducer sheath. The cause of the introducer sheath break was unknown and it was not known at what point during the procedure the sheath had broken. It was reported that the dilator was advanced, but it pushed the separated portion of the introducer sheath further proximally. A gore® molding & occlusion balloon catheter was advanced and was used to hold the broken portion of the sheath in place. The balloon and introducer sheath were removed at the same time, and the separated portion of the introducer sheath was successfully removed from the patient. It was observed that the broken piece of the introducer sheath was approximately 1cm long, and the sheath coil along the working end of the sheath was unraveled. No pieces of introducer sheath were left in the patient. A 12fr. Dsf introducer sheath was used to successfully complete the procedure. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation conclusions: code d12 added according to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.